Event description:
Two cme carotid shunts malfunctioned during an endarterectomy. The first shunt did not allow for blood flow, and the second shunt's balloon broke on the shaft not the balloon in the artery.